Event description:
Rep alleged that the nurse told him that the bed had no power, no injury. Rep stated the left ucm cable caused the fuses to blow. Rep replaced the left ucm cable to repair this bed.